Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 500cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. As a result, the patient is scheduled for unilateral right side replacement surgery with similar device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient underwent bilateral removal and replacement with saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2022, mentor became aware that under previous follow up 3 submission, the following information was mistakenly not reported: "on october 3, 2022, mentor became aware that the patient experience asymmetries of the breasts in addition to right side deflation and underwent bilateral removal and replacement with saline breast implants on (B)(6) 2022." This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4). Bilateral asymmetrical breasts.

Manufacturer narrative:
On (B)(6) 2022, device re-evaluation was completed as follows: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (6771191). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on october 28, 2022, it was decided to add clinical code capsular contracture to more accurately capture the reported event. Reason for device explant and/or reoperation: right deflation, and capsular contracture this supplemental medwatch report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).